Event description:
The account states that a patient sample processed using the architect afp assay generated a falsely elevated result of 93.73 ng/ml compared to a repeat test that yielded a result of 3.02 ng/ml. No adverse outcomes were reported related to this issue.

Manufacturer narrative:
(B)(4). This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.